Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for defib fault 72 was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. The customer's report for defib fault 76 was not recorded in the logs. Testing did not replicate any faults, and the device discharged at all energy levels normally. The pace/defib engine board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer. No trend is associated with reports of this type.